Event description:
Patient reported the expiration date on the strip vial is 12/31/2008. The expiration date of this lot of strips, based upon the lot batch record, is 12/31/2006. Patient did not modify therapy based on these results. After obtaining a blood glucose value of 434 mg/dl, she went to the emergency room, where they tested her blood glucose level at 117 mg/dl. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.